Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned device and the reported stent dislodgement and material deformation/stretched stent implant were confirmed. The reported difficulty to remove sheath was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined a conclusive cause for the reported difficulty to remove sheath cannot be determined. The reported material deformation/stent dislodgement appears to be related to circumstances of the procedure as applied force to remove the sheath resulted in the reported stretched stent and stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 device is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that during removal of the yellow sheath, slight resistance was noted and the stent dislodged and stretched. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.